Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The cause of the discordant, falsely low ca result is unknown, as the sample resulted as expected upon repeat testing on the same instrument. Quality controls were within range at the time of event. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension vista instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca result.